Event description:
On (B)(6) 2012, the distributor contacted animas alleging a load step issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows no evidence of a load step malfunction. There are multiple "replace battery" alarms in the pump history. An ezprime operation was performed successfully; the pump was able to detect the cartridge and no alarms occurred during testing. The pump was opened and there was evidence of moisture corrosion found on the pcb and other internal components.